Manufacturer narrative:
Investigation: bd has been provided with photos for catalog 307736 lot 1807386 to investigate for this record. A hair inside the blister was detected in the photos available. As a result, bd was able to verify the reported issue. The hair was lost due to a failure to perform proper gmp processes, or neglect, or as part of some raw materials. Finally this foreign matter ended in the primary packaging machine which produced the mentioned non-conformance. DHR showed no indication of the alleged defect.

Event description:
It was reported that before use of the syringe 10ml ls emerald there was in the package a presence of foreign matter (hair). Foreign complaint the following information was provided by the initial reporter, translated from french to english: a bd emerald syringe was brought back to the pharmacy because of the presence in the packaging of a foreign body (hair).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 10ml ls emerald there was in the package a presence of foreign matter (hair). Foreign complaint the following information was provided by the initial reporter, translated from french to english: a bd emerald syringe was brought back to the pharmacy because of the presence in the packaging of a foreign body (hair).